Event description:
Customer performed control tests and received a result of 414 mg/dl. The normal control range was 100-137 mg/dl. No adverse events were alleged. Customer used the last strip of the bottle. No product to return. No product sent.